Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t2 would not deploy from the device. The t1 was removed from the patient. A backup device was available to complete the procedure. No patient injury or complications were reported.